Manufacturer narrative:
Device evaluation visual inspection revealed the tip of the devices have fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces exerted on the device during use or over-torqueing. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during final tightening, the driver tip fractured and was retrieved. The tip on the spare driver was found to be fractured within the sterile bag. A third driver was used to complete the case. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2021-00105.

Event description:
It was reported that during final tightening, the driver tip fractured and was retrieved. The tip on the spare driver was found to be fractured within the sterile bag. A third driver was used to complete the case. This is report two of two for this event.